Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent power cable disconnect alarms. The suspect system controller was exchanged per the MFR's instructions for use and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the black power lead was maneuvered at the connector end during testing, the system reported power cable disconnect alarms consistent with the reported event. In addition, a low voltage alarm was reported on the system monitor when the system was operated solely on the black power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the brown conductor that monitors the battery voltage was found to be severed. Several other inner conductors in the black power lead were also compromised. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.